Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified coronary artery. A 4.50 x 32mm synergy xd drug-eluting stent was selected for treatment. However, during inflation, the balloon ruptured. The device was removed successfully with no fragments left, and the procedure was completed with a different device. No patient complications were reported. It was further reported that the target lesion was located in the right coronary artery. During inflation, contrast from the stent balloon was coming out from the shaft.

Manufacturer narrative:
B5. Describe event or problem updated. E1. Initial reporter title updated. E1. Initial reporter first and name updated. E3. Occupation updated. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified coronary artery. A 4.50 x 32mm synergy xd drug-eluting stent was selected for treatment. However, during inflation, the balloon ruptured. The device was removed successfully with no fragments left, and the procedure was completed with a different device. No patient complications were reported.